Manufacturer narrative:
B5 and h6 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received via manufacturer representative that it was suspected that there is a manufacturing issue.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal products that is used in balloon kyphoplasty (bkp) spinal therapy for primary osteoporosis (type of fracture was compression fracture). Levels implanted was l1. It was reported that when surgeon tried to pull out the middle axis while trying through the front image, it was too hard and could not be pulled out, then observed that there was hole at the tip of the balloon. There was a rupture observed during expansion. There were no further complications or symptoms were reported.

Manufacturer narrative:
Country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.